Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that when the trigger was pulled there was an incomplete gargled type of sound, and the adapter would not piston back and forth was not confirmed. Therefore, an assignable root cause was not determined. The device was visually and functionally assessed and determined to operate with low power, and the anvil automatically extends when manually retracted due to trap internal pressure. This is considered unknown cause of the seals. The anvil was manually retracted and held in the retracted position for a few seconds, the pressure was released allowing the impactor to operate as intended. It was further determined that the device failed pretest for impactor operation assessment. The most relevant root cause could not be established. A review of the device history was performed and no non-conformances were detected related to the reported condition. (B)(4).

Event description:
It was reported that during an unspecified surgical; procedure it was observed that when the trigger of the impactor device was pulled there was a gargled type of sound, and the adapter would not piston back and forth. It was reported that there was a delay in the procedure due to the event. During in-house engineering evaluation it was determined that the device was operating on low power, and the anvil automatically extends when manually retracted due to trap internal pressure. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.